Manufacturer narrative:
(B)(4). The device history record was reviewed on the lot number of the sample received and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and it was observed that the cartridge spring has sustained an unexplained physical damage. The manufacturer has reported that all blades are inspected 100% prior to shipment and the product left the manufacturing site fully functional. The complaint was confirmed and the root cause is listed as design related. A CAPA was opened to address this issue.

Event description:
The complaint alleges that the " light source works intermittently." The alleged defect was detected during pre testing, not during patient use.

Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
The complaint alleges that the " light source works intermittently." The alleged defect was detected during pre testing, not during patient use.